Event description:
It was reported that a device received an alert for a long charge time, which was misinterpreted by the pt as a shock. A capacitor maintenance was performed on the device.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.